Event description:
Caregiver discovered blood leaking from catheter, near where catheter enters through the skin. Antibiotic was given prophylactically. Catheter was promptly replaced with no untoward outcome. Subsequent inspection of catheter revealed a crack in the invasive lumen of the catheter hear where that lumen bifurcates.